Manufacturer narrative:
The investigation for the reported pump stop and high purge pressure has been completed. Pump was returned for evaluation. Upon visual inspection, lots of dried blood was present in and around purge gap. Pump was soaked in warm water to remove dried blood. After soaking, biomaterial was found in purge gap. Data logs were reviewed and lt logs showed gradual rise in purge pressure over a period of about an hour, then sustained high purge pressure until pump was removed. Rt logs from the end of the case were reviewed and a high motor current pump stop occurred. Pump was attempted to be restarted multiple times, pump was able to restart for approximately 2 minutes before high motor current pump stop occurred again. More attempts to restart pump without success. Clinical details noted that no heparin was used in purge solution during case. The root cause of the pump stop was due to gradual buildup of biomaterial in the purge gap.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 73-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the pump began to experience high purge pressure alarms two hours after being implanted. The issue was troubleshooted, but the motor current continued to rise and the pump subsequently stopped. The pump was removed as a result of the failure. There was no patient harm.